Event description:
This event was reported as acute bacterial endocarditis and recurrent pseudomonas sepsis. The source of infection unknown. Tee noted 1.8cm vegetation on aortic leaflet with aortic regurgitation. Patient had four episodes of pseudomonas septicemia and was treated with the appropriate antibiotics. No further information was provided.